Event description:
It was reported that the patient was not satisfied with his ambicor penile prosthesis (app). A replacement surgery was performed to replace the app with an inflatable penile prosthesis (ipp). Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.